Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. After a thorough investigation (DHR review, complaint history review, medical imaging and reports), the second implant breakage is considered likely linked to the persistence of unfavorable biomechanical conditions identified following the initial implantation. Available information suggests that these conditions may not have been fully corrected during the revision procedure. Consequently, similar mechanical stresses may have persisted, contributing to the recurrence of implant breakage the identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
It was reported that following a keriflex revision surgery, the patient is experiencing ongoing pain and functional impairment. A bone scintigraphy and pet scan performed in (B)(6) 2025 revealed mechanical failure (dislocation and fracture), with imaging findings consistent with an active infection and associated lymph node involvement. The surgeon opted out of revision surgery and referred the patient to pain management.